Event description:
New information received indicates that the lead was explanted and replaced due to low hv lead impedance.

Event description:
It was reported that visible lead conductors were observed between the first rib and the clavicula during follow up. The lead was explanted and replaced. The patient's condition was good.

Manufacturer narrative:
(B)(4).